Manufacturer narrative:
The pump was received with constant rf pic failed alarms due to problems isolated to the radio frequency board. Unable to perform the functional testing due to the constant alarms. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a cracked reservoir tube. Unable to communicate with other devices due to a problem isolated to the radio frequency board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency failed and the alarm cannot be cleared. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.